Event description:
Per event report: the pt experienced bleeding , reversible ischemic neurological deficit, and atrial fibrillation postoperatively. Pt was stabilized with medication. On 11 july 1999, pt was readmitted to the hosp with "considerable respiratory problems" and subsequently expired on 29 july 1999 due to renal and respiratory failure.